Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer's site (contamination of the dilution vessel and/or clogged vacuum nozzle due to poor quality of the processed samples). The investigation did not identify a product problem.

Manufacturer narrative:
The customer stated that a qc alarm occurred around the time the patient samples were processed. The field service engineer (fse) inspected the analyzer, cleaned the cup and sewage sipper, unblocked the sample sipper, performed green rack maintenance, and performed successful calibrations and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from three patient samples tested on the cobas pro ise analytical unit. Patient sample 1 the initial result from the analyzer was 153 mmol/l. The repeat result from another cobas pro analyzer was 138 mmol/l. Patient sample 2 the initial result from the analyzer was 159 mmol/l. The repeat result from another cobas pro analyzer was 142 mmol/l. Patient sample 3 the initial result from the analyzer was 153 mmol/l. The repeat result from another cobas pro analyzer was 143 mmol/l. The lower results were deemed correct and consistent with the patients' history.